Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal bolus and an audio bolus were performed successfully and were accurately recorded in the pump history. The keypad buttons were tested and were confirmed to be responding appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 30 mg/dl with loss of consciousness. The reporter stated tha the patient was given glucagon and blood glucose levels responded to 34, 74, and finally 92 mg/dl. The reporter stated that it appeared that the pump insulin on board (iob) feature was not working and the boluses in the history were not correct. The reporter indicated that the boluses given were done by ezcarb and ezbg but there were two boluses appearing in the history as normal boluses which the reporter did not think the patient delivered. The reporter was advised that the review of the pump indicated that the pump was working appropriately however, the pump was to be replaced as a precaution. This report is made based on the allegation that the patient experienced hypoglycemia associated with an allegation regarding inaccuracy of the pump bolus history and insulin on board feature.